Event description:
This is a spontaneous report from vietnam of peritonitis in a patient (born in 1937) coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. During a call, the following was reported. The patient experienced and was hospitalized for peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. The patient was treated with alfacef 3g per day and metformin 2g per day (route was not reported) for peritonitis. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.